Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, hole in the catheter approximately 5cm from the shaft. PICC was placed in (B)(6) 2023. An extravasation was detected during the administration of cytostatic therapy. Damage was detected fluoroscopically and a new PICC was created. No patient injury reported at this time. Additional information 1/16 received - the hole is approx. 5 cm from the fastening point for the statlock. The hole is the size of a fine needle. As mentioned, the patient has or had no damage. There were also no abnormalities at the puncture site. The patient also had successful cytostatic therapy cycles. This is an incidental finding during a radiological examination.

Event description:
It was reported by the customer, hole in the catheter approximately 5cm from the shaft. PICC was placed in november 2023. An extravasation was detected during the administration of cytostatic therapy. Damage was detected fluoroscopically and a new PICC was created. No patient injury reported at this time. Additional information 1/16 received - the hole is approx. 5 cm from the fastening point for the statlock. The hole is the size of a fine needle. As mentioned, the patient has or had no damage. There were also no abnormalities at the puncture site. The patient also had successful cytostatic therapy cycles. This is an incidental finding during a radiological examination.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual inspection of the catheter found that a longitudinally aligned tear was present at the 5cm depth marker. A leak test using water and a 12ml luer lok syringe confirmed that the tear site leaked. Microscopic inspection of the tear found that the edges were rounded and the fracture surface had scoring marks. The scoring marks suggested that the catheter may have come in contact with some type of instrument. In the path of the tear site was a deformation on the catheter tubing which extended in a straight line through the entire length of the tubing. The deformation appeared to cause a depression in the tubing material. The catheter wall thickness was measured at the location of the deformation and found be within specification per rm5000435. The damage location and features observed suggested that the catheter securement method may have potentially contributed to the damage observed. However, insufficient evidence was found to conclusively determine the root cause. H3 other text : evaluation findings in section h:11